Event description:
It was reported that the patient had a power-on-reset (por) condition on their implantable neurostimulator (ins) system and a "call your doctor" icon message on their programmer. It was noted that the patient had visited his son in the hospital and the por occurred after that. The patient was able to clear the por and it was reported that his ins was working fine. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 39565-65, serial# (B)(4), implanted: (B)(6) 2011, explanted: na. Recharger model 37752, serial# (B)(4). Programmer model 37743, serial# (B)(4). Adaptor model 3550-39, lot# n264312, implanted: (B)(6) 2011, explanted: na. (B)(4).